Event description:
While attempting to open lesion balloon burst due to resistance in calcified lesion. Balloon removed intact with no adverse outcome to patient. Second type of catheter to burst on this same day during same procedure.